Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of tear, rip or hole in device packaging. Block h11: investigation results- the returned alliance ii inflation syringe was analyzed, and a visual evaluation found the device with the box had several damages and the seal was ripped. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of packaging tear, rip or hole in device packaging was confirmed. The returned device with the box had several damages and the seal was ripped. These issues could be caused due to environmental factors during the transport or storage of the device, also incorrect storage of the box, without the proper conditions could have induced the issues. Therefore, the most probable root cause is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was being prepared for use on a procedure performed on (B)(6) 2025. During preparation, the tape (seal) was torn. The product was not used in any procedure. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.

Manufacturer narrative:
. Imdrf device code a020504 captures the reportable event of tear, rip or hole in device packaging.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was being prepared for use on a procedure performed on (B)(6) 2025. During preparation, the tape (seal) was torn. The product was not used in any procedure. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.